Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient reports having a fever and chills. The patient had both redness and swelling at the pod infusion site. The patient was referred by their health care provider to a surgeon as they had been diagnosed with an abscess at the pod infusion site. The patient reports having the pod infusion site lanced and drained. In addition the pod infusion site was packed with iodoform and the patient was treated with an antibiotic. As follow up from the surgery the patient reports having to go to the hospital everyday for 2 weeks. The patient reports they were able to continue pump use with a new pod after this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. No lot release records were reviewed, as the product lot number was not provided.